Event description:
Information was received indicating that, while in use with a patient, the flange of this tracheostomy tube tore. An emergency tracheostomy tube change took place. No additional adverse patient effects were reported.

Manufacturer narrative:
Smiths medical received one portex bivona flextend¿ tracheostomy (trach) for analysis. A partially torn eyelet and the eyelets were cut/torn with minimal intact silicone remaining was noted to the device upon visual examination. The eyelets were pull tested to break using an instron machine when testing was performed. Instructions for use was reviewed with following warning statement: "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product." Based on the evidence, the complaint was observed but the root cause is unknown.